Event description:
Consumer stated: "these are fine if you have kids who go through toothbrushes quickly. However, these are not for younger kids who chew on toothbrushes. The rubber/silicone around the head comes off easily and can be swallowed by young kids." No contact info provided, no product returned.